Manufacturer narrative:
(B)(4). E1: address line: (B)(6). Zip code: (B)(6). G2: foreign. Event occurred in poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during setup for a procedure, a nurse identified the product as non-sterile; the implant was not used. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 lot, h6 device code. The following sections were updated: b4, b5, d4, g3, g6, h2, h4, h11. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during setup for a procedure, a nurse identified the product as non-sterile; the implant was not used. The protective film was poorly closed/sealed. There was no patient involvement. Attempts have been made and no further information has been provided.